Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that: on an unknown date the patient went for an office visit due to severe back pain. On (B)(6) 2010 the patient underwent a l5-s1 axial lumbar interbody fusion using rhbmp-2/acs. Reportedly, post-op, the patient had an increased fear of cancer, complained of pain and was diagnosed with numbness in her leg. Status post the back surgery patient's back pain went to the upper part of her back where had previously been no pain. Patient had problems walking and sitting. Patient was no longer employable and now suffered from depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.